Event description:
It was reported that there had been a polarity switch on the right ventricular (rv) lead due to high impedance in the past. An x-ray showed no evidence of a lead connection issue and normal bipolar and unipolar impedance measurements were observed in office. The clinician indicated they would increase surveillance on the lead which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).